Event description:
Litigation papers allege the patient experienced wear synovitis; mechanical complications and inflammatory response to right total hip replacement; heterotopic ossification of lesser trochanter; scar tissue in surrounding tissues and around sciatic nerve; chromium and cobalt toxicity. Patient was revised. Doi: (B)(6) 2009 (right side). Patient is a resident of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.